Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and severely tortuous right coronary artery (rca). Slight resistance was encountered upon advancing the 20mm x 4.0mm quantum maverick monorail balloon catheter for post dilatation of another manufacturer's stent. The balloon ruptured at unspecified atms. The balloon catheter was removed intact without incident. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as 'good.'